Manufacturer narrative:
Additional suspect device components involved in the event: model: sc-1110, scs implantable pulse generator scs ii. The product analysis report for sc-1110 implantable pulse generator concluded that the device passed visual inspection. The device memory and battery profile were captured to preserve the data state. The device passed dc leakage test per tp 1364 and rga testing. The product analysis report for sc-8116-50 paddle lead concluded that the device was cut in half. This is the final report.

Event description:
A report was received that the patient was explanted because the paddle lead caused undue stress on the spinal cord. The patient reported that she felt a strange rhythm in the chest and numbness in her legs prior to explant.